Event description:
It was reported that the 8015 gives a 255-32784-275 error, when trying to connect to system maintenance. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Root cause: the probable cause of error 255-32784-275 on the 8015 was a faulty connection or a specific unit issue. Removing the plug from the problematic unit and connecting it to another unit resolved the error, indicating that the issue was likely with the original unit's connection or internal components.

Event description:
It was reported that the 8015 gives a 255-32784-275 error, when trying to connect to system maintenance. There was no patient involvement.